Event description:
It was reported that during a selenia procedure on july 16th, there was a backlash from the vta assembly. A field engineer examined the equipment and found that there was some loose backlash screws and they tightened them. New screws were installed and performed all calibrations as required. System was found within manufacturer´s specifications. No patient injury or staff reported. No other information is available.

Manufacturer narrative:
Device history record review: system product code: sdm-00001-3d serial number: (B)(6). System manufacture date: 1/11/2012 system installation date: 2/17/2012 unique device identified (UDI): (B)(6). The complaint review identified that the vta and bolts were original to the system therefore, the DHR was reviewed. There were no discrepancies noted in the DHR. Investigation methods and findings: the vta bolts were on the system for 4,533 days. The bolts were not returned for further investigation. Conclusion: complaint not confirmed as there was no returned product for post market quality assurance (pmqa) evaluation.this investigation will be closed and the root cause investigation for this issue will be documented in corrective and preventive action. Future events will be monitored and trended.